Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted . Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, per normal process of copy clearance of advertising on cordis products, a presentation prepared by a healthcare professional, containing one adverse events caused by the unknown mynxgrip product has been received. This information for the first patient is stated as follows: the first ae, pseudoraneurysm caused during a procedure. The device used after a procedure on ¿sca ¿with a unknown 7f introducer. Patient had a ¿strong¿ antithrombotic regimen. The artery could not be closed with ¿proglide¿ devices due vessel calcification. : the physician is mynx certified the event date is unknown. The physician usually uses mx5021 or mx6721 and it is unknow the product that was used related to this complain. Lot number is not possible to be obtained without the catalog number. The device will not be returned for evaluation.

Manufacturer narrative:
Upon review, the reported event was re-classified from a serious injury to not reportable because there was no treatment provided. Therefore, this event no longer meets the definition of a serious injury that requires submission of a regulatory report.